Event description:
Information was received from a healthcare provider regarding a patient receiving unknown morphine via an implantable pump. It was reported that the healthcare provider (hcp) stated that the patient had a pain pump placed a couple days ago and presented to the hospital overnight with altered mental status and possible opioid intoxication that required narcan to wake them up. The hcp was with (B)(6) hospital and asked for a local manufacturer representative to come to the facility to check the pump. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service. Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the day after they got the pump installed, she ended up in the emergency room (ER) and they had to narcan her out because the patient was overdosing which they did not take anything extra anyway. The patient had pneumonia at the same time with a fever, so they turned the pump off. The patient stated that she needs an appointment to get the pump turned back on. The patient said, the company representative (rep) came to the hospital and turned the pump off. The agent reviewed if the pump was truly off cannot be restarted however if they temporarily stopped it can be restarted. However, the rep and the healthcare provider (hcp) need to do this. The agent offered to email the rep as the patient stated that the hcp said to call the manufacturer. The patient ended the call by stating that they will call the hcp. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that their healthcare provider (hcp) told them to call the manufacturer to schedule a manufacturer representative (rep) to meet them at the hcp's office to 'turn the pump back on'. The patient re-reported that a manufacturer representative (rep) had to meet them to 'turn the pump off'. The patient re-reported that their implant was on (B)(6)2025, and 'I don't know what happened, but I ended up in the ER and was in the hospital for 4-5 days'.

Manufacturer narrative:
B2 and g3 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the day after they got the pump installed, she ended up in the emergency room (ER) and they had to narcan her out because the patient was overdosing which they did not take anything extra anyway. The patient had pneumonia at the same time with a fever, so they turned the pump off. The patient stated that she needs an appointment to get the pump turned back on. The patient said, the company representative (rep) came to the hospital and turned the pump off. The agent reviewed if the pump was truly off cannot be restarted however if they temporarily stopped it can be restarted however the mdt rep and hcp need to do this. The agent offered to email the rep as the patient stated that the healthcare provider (hcp) said to call medtronic. The patient ended the call by stating that they will call the hcp. The patient was redirected to their healthcare provider to further address the issue.